Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a blank display after changing their battery. Customer stated they did not drop, bump, or expose their insulin pump to moisture. Troubleshooting was able to verify the customer's battery compartment was not damaged or corroded. Customer's blood glucose was unknown. It was also found the insulin pump was functioning as designed after inserting a new battery. No additional information provided.